Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was ruled possible endophthalmitis and treated with antibiotics and steroids. Poor vision prognosis was mentioned. Additional information was requested and received stating the source of event was not known.

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. The product was not returned. All iols are terminally sterilized with 100% ethylene oxide sterilization. Company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. Information was provided that reporting site is not blaming lens, source of issue is not known. No further information has been provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).